Manufacturer narrative:
(B)(4). Insulin pump was received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Pump received with cracked battery tube threads and cracked case battery tube. The p-cap locks into the reservoir compartment properly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had long crack beginning from the top of the pump . No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.